Event description:
This pt was admitted to the hospital with a chief complaint of angina. The pt was taken electively to the cardiac cath lab, where angiography revealed two lesions, one in the circumflex artery (lcx) and one in the right coronary artery (rca). The rca lesion was non-de novo, 100%, long (35mm) and type-c. There were no difficulties in accessing or wiring the vessel noted. The rca lesion was pre-dilated. A 2.5 x 18mm cypher stent was deployed to 17 atms in the rca with satisfactory results. The stent was post-dilated. Flow through the stented segment was timi 3. Approximately nine months later, repeat angiography demonstrated a restenosis of the stent placed in the rca. This was treated with additional ptca and the placement of two additional cypher stents.